Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 384 mg/dl. Reportedly, the customer connected the pump to a power source and the pump turned on. The customer reloaded the existing cartridge and resumed insulin delivery.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.